Manufacturer narrative:
Follow-up submitted with evaluation results which determined the brakes were not holding due to worn scorpion/gill plates. It was also reported that the caregiver went to the ER twice for neck strain.

Event description:
It was reported that the brakes allegedly failed while a patient was exiting the bed. The patient was allegedly unstable and grabbed onto a caregiver who sustained neck and back strain. No injuries were reported for the patient and no further information provided for the caregiver.

Event description:
It was reported that the brakes allegedly failed while a patient was exiting the bed. The patient was allegedly unstable and grabbed onto a caregiver who sustained neck and back strain. No injuries were reported for the patient and no further information provided for the caregiver.